Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, on (B)(6) 2011 the j-tube was impossible to rinse and the duodopa gel could not be administered, due to this the patient was hospitalized. From (B)(6) through (B)(6) 2011 the patient received an oral combination of levodopa + carbidopa, (sinemet). On (B)(6) 2011 an x-ray revealed the j-tube had three kinks in it. One kink was removed manually. The other two were removed by the gastroenterologist under endoscopy with the help of a guidewire. A portion of the j-tube was located in the bulbar space of the stomach. This device was placed although the procedure was badly tolerated by the patient, (no further clarification is available). Enteral nutrition and administration of duodopa was resumed. Full recovery was noted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.